Event description:
Consumer alleges the batteries are not holding a charge and he alleges he has his batteries replaced 3 times since he purchased the scooter. Consumer is very upset because he has contacted us and the provider many times in the past and the issue persists.